Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Analysis was normal. No anomaly was found.

Event description:
It was reported that when the patient presented to the ER for an upgrade to an ICD, crosstalk was observed. The physician tried to program around crosstalk unsuccessfully. A new atrial lead was used but the crosstalk still persisted. The leads were diagnostically imaged and revealed to be in the correct position. After repositioning the rv lead without success, a new rv lead was used. Crosstalk was still present with a smaller amplitude. A dft was then performed successfully and the crosstalk amplitude decreased and continued to decrease shortly after dft test until the signal was no longer visible.